Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery (rca). During advancement of a 3.5 x 33 mm xience xpedition stent delivery system (sds), the stent got stuck in the proximal calcified rca. When removing the sds, when only partially into the guiding catheter, the stent implant could not be pulled further into the guiding catheter and also could not be moved forward. The devices were being removed as a single unit; however, at the proximal edge of the sheath, the guide came out, but the stent dislodged and remained in the radial artery. The stent could be seen at the skin surface at the wrist, so a cutdown was made and the stent was pulled out with hemostats. The patient was hemodynamically stable and there was no hematoma on the wrist. The patient returned to the lab on (B)(6) 2013 for a successful femoral percutaneous coronary intervention (pci) of the rca. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery systems (sds) was returned for analysis, stent dislodgement was confirmed. Difficulty positioning/removing from the guiding catheter could not be tested due to the condition of the returned device. Failure to advance could not be replicated in a testing environment as it is based on operational circumstances. Based on a visual and dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.